Event description:
It was reported that the pulse generator could not be interrogated. The estimated remaining longevity of the battery was 1.5 years. The device was removed and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The battery was at end-of-life (eol) voltage level. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.